Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the malfunction with the customer over the telephone. The tse recommended performing ground isolation tests, and replacing the graphic user interface (gui) cable. The customer called back to report that replacing the gui cable resolved the issue.

Event description:
It was reported that a ventilator graphic user interface (gui) became inoperative. There was no patient involvement.